Event description:
Litigation papers allege implant failure, pain, limited mobility and physical injury. Litigation papers state two different dates of implant. Depuy is currently reporting the first listed date of implant. The other possible date is (B)(6) 2008. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.(B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec¿d 5/1/2015 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor information. Part/lot information was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/13/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/12/2015 - medical records received from legal. Doi of (B)(6) 2009 confirmed. Patient was revised to address elevated metal ion levels. Upon revision, significant scarring, synovitis, and metal stained tissue were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 06/18/2015.